Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034- 2016-04080/ 05418/ 05419/ 05423).

Event description:
Patient underwent a right shoulder arthroplasty and 14 days post-implantation, the patient experienced 1 mm of glenoid radiolucency in zone 8. The patient also reported inadequate range of motion at 3 weeks and pain, instability, and impingement at the six week post-operative appointment. No revision has been reported to date.